Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, increased capture threshold and decreased sensing was observed on the right ventricular lead. Diagnostic imaging was performed and revealed that the lead had become dislodged. The device was reprogrammed and later the lead was explanted and replaced to resolve the event. The patient's condition was stable following the procedure.